Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, customer reported universal surgical manipulator (usm) 4 faulted when installing a stapler instrument. The customer stated that they attempted to installed two 30 straight staplers and a 30 curved tip but as soon as the stapler instrument was installed, the fault occurred. The customer also stated that they had installed a bipolar instrument in the same arm with no issues. Tse viewed and confirmed the 32101-error pointing to the axes controller circuit (acc) board. The customer attempted a couple of power cycles and the tse even walked them through a hard power cycle on the psc but as soon as the stapler instrument was installed, the fault happened. Customer stated that they were going to manually staple but would like the issue looked at. Tse also recommended to put the suspect instruments off to the side as well. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue was identified during the procedure. Ports were placed on the patient. The system was working fine during the procedure with various instruments. It was not until the stapler was placed in the arm that the system faulted. The system originally powered on without errors. Dvstat was contacted for troubleshooting and was completed but was determined that further maintenance was needed and a ticket was created for the local field technician. The system was powered down several times while still docked to the patient. A hard reset was performed. We tried different staplers - all of which produced the same fault. Disposable instruments did not though. The procedure was completed on the same system. No patient injury. The surgeon disabled or discontinued the use of the arm temporarily. They still used the 4th arm to complete the procedure, but it was not used for stapling but used with a bipolar instrument for the rest of the case. The instrument is not available for analysis.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in logs, the 32101 error was found indicating high side switch fault on the ac_4f (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where fault check was found to be failing on the carriage. Once testing was completed, the acci pca was aba test and was verified to be the source of the fault. The probable root cause is attributed to the axes controller, carriage logic (accl) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.